Event description:
The customer alleged they received questionable results on their e601 analyzer. The customer stated they were experiencing instrument alarms on all of their patient samples. The customer noticed the issue began when he ran a patient sample with a thyrotropin (tsh) result of 0.0425 uiu/ml. All the other results on the patient sample produced alarms. The initial ths result was reported outside the laboratory. The sample was repeated on a modular e-module and the result was 2.67 miu/ml. The repeat result was considered correct and it was sent to the laboratory as a corrected report. The patient was not adversely affected by this event. No other patient results were provided by the customer. The tsh reagent lot number and expiration date were requested but not provided. The customer performed corrective maintenance on the analyzer. The customer tried cleaning the sample probe. The customer stated the tube was not clogged. The customer declined a service visit because the customer stated they were able to resolve the issue with the corrective maintenance.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.